Event description:
The pt's father reported the pt's infusion set was only partially inserted into the skin. On (B)(6) 2010, the pt changed the infusion set and at 8 pm her blood glucose measured 300 mg/dl. She bolused 1.5 units of insulin through the infusion device. At 11:15 pm, her blood glucose measured 326 mg/dl and she bolused 1.5 units of insulin through the infusion device. On (B)(6) 2010, her blood glucose measured 309 mg/dl at 7 am and she bolused 1.5 units of insulin through the infusion device. At 9:30 am she vomited and felt very sick, her blood glucose measured 269 mg/dl. She bolused 1.5 units of insulin through the infusion device. At 2 pm her blood glucose measured 236 mg/dl and she bolused 1.2 units of insulin through the infusion device. At 4 pm her blood glucose measured 225 mg/dl and she bolused 1.1 units of insulin through the infusion device. At 7 pm her blood glucose measured 391 mg/dl and she bolused 1.5 units of insulin through the infusion device. At 9 pm her blood glucose measured 408 mg/dl and she was admitted to the hospital. At the hospital, the infusion site was changed and it was found to be only partially inserted into the skin. She was treated from (B)(6) 2010. No further info is available. The infusion set was discarded at the hospital.

Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained, it will be provided in the supplemental report. No product will be returned for eval.